Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level with ketones; bg value and ketone levels were not provided. Reportedly, the alarm occlusion was not audible. No information was provided regarding whether the customer had treated the elevated bg at the time of the reported event. The customer was subsequently hospitalized where healthcare providers disconnected the pump from the customer and provided treatment; no additional information was reported pertaining to treatment received at the hospital to address the high bg. Customer was released from the hospital on (B)(6) 2023 with the issue resolved and no permanent damage. A button alarm was performed as a test, and the pump's alarm sound annunciated when the alarm occurred. Reportedly, the customer changed pump supplies and successfully resumed insulin therapy.